Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b6, g3, g6, h2, h3, h6, h10. The complaint sample was evaluated through photographic inspection and the reported event confirmed through review of medical records. Visual examination of provided pictures of the tibial component showed signs of use and the tibial stem had partial bone cemented adhered to it. The device history records were reviewed and no discrepancies were identified. Per the package insert, loosening is a known adverse effect of the knee system. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant devices - nexgen rotating hinge knee articular surface with hinge post extension size c 20mm catalog #: 00588003020 lot #: 63843248, nexgen option cemented femoral component size c left catalog #: 00588001301 lot #: 63745902, nexgen rotating hinge knee femoral hinge service kit size c catalog #: 00588009013 lot #: 63630825, nexgen straight stem extension 12mm x 100mm catalog #: 00598801012 lot #: 63959224 report source - foreign: (B)(6). The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision approximately 30 months post-operatively to address tibial component loosening. Attempts have been made, however, no additional information is available at this time.